Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold or distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following treatment. When checking the cycler following treatment she found fluid had leaked onto a sheet of paper below the cycler. She checked the cassette but could not find an obvious leak. The set was discarded. During follow up the patient's pd nurse reported the patient has not had any complications. No antibiotics were prescribed. No adverse event reported at this time.